Manufacturer narrative:
The cause of the recurrent system fault was isolated to a single arm of the monarch bronchoscopy system. The monarch bronchoscopy system was repaired by replacing the affected arm. A system log review and in-house testing confirmed the reported event. A device history record (DHR) review for the system was performed and no non-conformances were found that relate to the reported issue. No further action is required at this moment as issue is a known failure mode. This failure will continue to be tracked in regular trend review meetings.

Event description:
It was reported that a recurrent fault state occurred during the setup of the monarch bronchoscopy system, preventing the use of the system. The diagnostic procedure was aborted. The patient had already been anesthetized. No clinical consequences to the patient were reported due to this event.